Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had been admitted to the hospital after experiencing a stroke. The patient was comatose and deteriorating condition. The patient was elderly. The right atrial lead exhibited noise. The device was reprogrammed.